Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On 01/14/2024, it was reported via web self-service that the patient had been treating off the egvs on the display device which read low. She was confused as to why her sugar had been low recently, despite having multiple juice boxes. The patient experienced lightheadedness and she tested her blood sugar and it was reportedly too high for the meter to read (over 600 mg/dl. The patient uses a tandem insulin pump and they self-treated the symptomatic hyperglycemia with 6 units of insulin. At the time of contact, the patient wanted to seek medical intervention in the ed and be treated with IV. Attempts by ts and clinical customer advocacy to contact the patient for follow up were not successful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.